Manufacturer narrative:
(B)(4). Product analysis (B)(4) observation: two ibts and one cannula were returned. Both of the ibts were inflated and both ibts held pressure and neither were burst. Both ibts appear to have been inflated before receipt. The cannula had some sort of hardened substance inside the tube. It would appear that this was from the surgery. The ibts are one time use items so it may be difficult to reinsert the balloon into the cannula after it has been inflated. Conclusion: no root cause can be determined at this time.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure to treat a vertebral compression fracture. During surgery, a balloon burst in the vertebral body during inflation at 130psi and 2cc. There were no patient complications reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.